Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a saphenous vein graft (svg) using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter, a non-penumbra short sheath, a non-penumbra rotating hemostasis valve, and a guidewire. During the procedure, the physician completed two passes using the catrx. While readvancing the catrx over the guidewire into the svg to make the third pass, the catrx fractured at the midshaft. The proximal end of the catrx was removed and the fractured segment of the catrx remained on the guidewire. The guidewire and the fractured segment of the catrx were removed together from the patient. The procedure was completed using a new catrx, the same guide catheter, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned indigo system catrx aspiration catheter (catrx) confirmed that the catheter was fractured. This type of damage such as a kink and subsequent fracture may occur if the catrx is advanced against resistance. Evaluation revealed damage to the proximal end of the guidewire lumen. Based on the reported event, this damage may have occurred during retraction of the fractured distal segment over the guidewire. Further evaluation revealed bends along the length of the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.